Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of lateral instability, third body wear, malalignment between the implants, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear of the tibial insert and patella. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were unable to be obtained for review. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, approximately 7.5 years post initial left side tka, the male patient had a revision due to poly wear was noted on patella and both sides of the rbk bearing. Everything was removed. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due they were disposed at the hospital.

Manufacturer narrative:
Section d10: concomitant products: - femoral component ps, cemented size 4, left (cat# 02-010-01-0240 / serial# (B)(6)). - logic tibia ps rbk insrt (cat# 02-012-38-4009 / serial# (B)(6)). - logic tibia rbktray cem (cat# 02-012-43-4040 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: b2 h6 the revision reported may have been the result of lateral instability, third body wear, malalignment between the implants, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear of the tibial insert and patella. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were unable to be obtained for review. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.